Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2010. According to the complainant, the patient experienced lower abdominal pain in (B)(6) 2011 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.